Event description:
A customer reported repeatable false positive troponin I results on multiple samples from a patient. Biased results were reported and questioned by the physician. Falsely elevated results may lead to inappropriate physician action. There was no report of patient harm as the result of this event.